Event description:
Cayenne medical was notified that a patient underwent a revision surgery to remove aperfix femoral implant (cm-2911). It was reported that " the implant moved from femoral canal to the knee joint." The explanted implant was not returned for evaluation.

Event description:
Cayenne medical was notified that a patient underwent a revision surgery to remove aperfix femoral implant (cm-2911). Cayenne was notified on (B)(6) 2017 and an initial MDR was filed on (B)(6) 2017. The explanted implant was returned to cayenne on (B)(6) 2017, and this MDR is being filed as a follow-up MDR post-evaluation.